Event description:
This rv lead was implanted on was implanted on (B)(6) 2012 and was explanted on (B)(6) 2017. A call was placed to technical services on 9/13/2017 stating that the lead was involved in a infection and erosion. The physician was dr. (B)(6). No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).